Event description:
It was reported that the bd eclipse¿ needle experienced a failure to contain blood/medication. The following information was provided by the initial reporter: material no:305787; batch no: 9234610. Cracks on bd 3 ml syringes, normal saline leaking on from cracks. Crack noted from 0.5ml-2.0 ml markings on one syringe. Crack noted from 0.2ml marking -1.4ml marking. Crack noted from 0.5ml marking -1.5ml marking.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval?: yes. D10: returned to manufacturer on: 6/21/2021. H6: investigation: one photo, three samples without packaging, and one empty unit package was received by our quality team for evaluation. From the photo, the team was unable to observe the cracked barrel defect as only the top web packaging was provided. The samples were subjected to visual inspection to check for a cracked barrel. One crack line was observed on the surface on the surface of the syringe barrel for all three returned samples. A device history record review found no non-conformances associated with this issue during production of this batch. The syringe manufacturing process was reviewed. The crack line on the barrel could have occurred at the assembly machine. At this machine, there is a rotary main assembly dial during the transfer of the syringe product to the exerciser dial, the syringe may tilt and hit against the dial side guide resulting in a part being trapped or jammed. When there is a product trapped or jammed at the side guide, it results in the subsequent syringe to rub against the jammed product which caused cracked on the barrel body. H3 other text: see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd eclipse¿ needle experienced a failure to contain blood/medication. The following information was provided by the initial reporter: material no:305787, batch no: 9234610. Cracks on bd 3 ml syringes, normal saline leaking on from cracks. Crack noted from 0.5ml-2.0 ml markings on one syringe. Crack noted from 0.2ml marking -1.4ml marking. Crack noted from 0.5ml marking -1.5ml marking.